Event description:
The customer (a beckman coulter (bec) field service engineer (fse)) reported discovering a charred stepper driver printed circuit board (pcb) on the laboratory's access 2 immunoassay system (serial number (B)(4)) while performing repairs. There was no report of open flames, the laboratory's fire alarms did not activate and the fire department was not called. There was no report of injuries or erroneous results in connection with this event. The bec fse then inspected the instrument to determine the cause of the charred component.

Manufacturer narrative:
The beckman coulter (bec) field service engineer (fse) inspected the instrument to assess for the cause of the charred component. The fse noted the wires from the wash valve motor to the stepper driver printed circuit board (pcb) had been pinched during the fse's repairs. These pinched wires was the cause of the stepper driver pcb damage. The fse replaced the affected wires and stepper driver pcb. In conclusion, the cause of the event is attributed to use error as the fse had inadvertently pinched the wash valve motor wires causing damage to the stepper driver pcb. Beckman coulter internal identifier for this report is (B)(4).